Manufacturer narrative:
H2 additional information: b5 updated. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the inaccuracy was close to 3.5 mm, the tracker was secure during the trace. The suction was verified after registration, the manufacturer representative (rep) was not sure how lightly it was touched in the divet for verification.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the depth of the straight suction was inaccurate by 3-4 mm superficially. The registration accuracy matric and verification at known anatomical landmark was in the low 1.0s. It was noted that during the navigation check, the straight suction was off compared to another straight suction instrument. The instrument did not look bent.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs and archive were reviewed. The user made transitions through select procedure, images, mergeimages, plan, instruments, registration, registration verify, and navigation. Registration activity showed multiple accuracy values, including 2.26 mm with 350 trace points, 2.54 mm with 1011 trace points, and accuracy values between 1.44¿1.62 mm using a combination of 1011 trace points and 1¿2 touch/image points. The archive contained three computer tomography (CT) exams (CT-1 with 192 slices at 1 mm, and CT-12 and CT-13 with 187 slices at 1.25 mm), all of which were merged using CT-12 as the reference; CT-13 and CT-1 were verified, and the merged dataset appeared correct. The archive had one successful registration of 1 mm accuracy calculated from both touch and trace data; visualization indicated the yellow zone covering the full anatomy and the green zone covering most of the frontal facial region. There was no indication that a software anomaly contributed to the reported behavior, suggesting to take trace points throughout the blue area per protocol and to apply lighter touch pressure on the skin to achieve optimal registration accuracy and broader anatomical coverage. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735736, software version: 2.1.0 h6: code a0908 - incorrect, inadequate or imprecise result or readings is applicable to the alleged inaccuracy. Code a0709 - device sensing problem is applicable to the patient tracker did not seem to move when verifying instruments. H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy. The suction seemed to be superficial and inaccurate. The inaccuracy amount was unknown but seemed to be more than 2 millimeters (mm). The patient tracker did not seem to move when verifying instruments. A magnetic resonance imaging (MRI) from (B)(6) 2025 was merged with a new computed tomography (CT) exam. This issue caused no surgical delay. There was no impact on the patient¿s outcome.